Event description:
Noted calcification present at the iliac artery bifurcation created an impingement upon the lumen of the contralateral limb. In order to resolve the situation and ensure a good flow through both lumens, stents were placed into both limbs at adjacent locations. Equal force was provided on both sides to prevent an impingement upon the opposite limb by the increased radial force. Final angiogram noted good flow through the graft at the site of the intervention. No endoleaks were noted.